Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6.1 pockets were not showing on bus. A field service engineer reseated the rowboard cables and retractor bands on both drawers 6.1 and 6.2. Additionally, on drawer 6.1, fse reseated the retractor bands at each cubie tray. Fse ran diagnostics, and all tests passed successfully. The customer was then able to access medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie 5_east keeps failed when load or unload meds and drawer not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.